Event description:
It was reported that the subject device had wires exposed, and it has the smell of burnt wires. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: wear and tear wires, cut in video cable and inner wires are exposed. A root cause could not be identified. Based on the results of the investigation, it is likely the wires are exposed, and it has the smell of burnt wires occurred due to wear and tear. The most probable cause of cut in video cable and inner wires are exposed was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.